Event description:
Tech alleged the bed head function wouldn't work.

Manufacturer narrative:
Tech found the pilot inside the solenoid valve. Had hyd oil behind in it caused by a bad/worn out o-ring. He replaced the pilot and the o-ring. Account supplied the parts. Bed is working fine now.